Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced a fall 3 days post ipg implant. The patient was placed on antibiotic for two months as a precaution, however the incision site opened and closed multiple times. On (B)(6) 2018, the ipg was explanted and replaced. The ipg pocket was moved as a precaution. It was noted by the physician that there were no signs of infection. Physician states reduced healing due to poor hygiene. Effective therapy was re-established.